Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer failed field service engineer found a unit dose pill that was scrubbing in the front left hand side that was wedged between cubies and upper part of drawer so engineer removed to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed. The customer reported that users were unable to remove medications from drawer while attempting to issue medication to a patient. There were no adverse events or injuries reported based on this event.